Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on an unknown date. The customer stated that they had 4 passing out low, the hospital took it off of them. Customer blood glucose level was 27 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleged that insulin pump was over delivering due because they had 3 low blood glucose event. Customer was not using the insulin pump anymore. Customer was assisted with troubleshooting for low blood glucose. Both the devices will not be returned for analysis.